Manufacturer narrative:
Batch review performed on 30 october 2018. Lot 157019: (B)(4) items manufactured and released on 22 march 2016. Expiration date: 2021-03-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined that the patient had hyperextended his knee (the reason is unknown). The surgeon revised the 10mm insert for a 14mm insert. The surgery was completed successfully.